Event description:
The customer reported high blood glucose levels for two weeks. The customer's most recent blood glucose reading was 494 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to discontinue using the insulin pump. No replacement was needed as the customer had an upgraded insulin pump with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.